Event description:
Pt was admitted for permanent pacemaker placement on (B)(6) 2012. No procedure complications. Pt was taken to cardiac floor in stable condition. On (B)(6) 2012, ppm rep did a pre discharge interrogation of ppm and found that the rv lead was no longer able to pace or sense correctly. It was unclear on chest x-ray if rv lead had moved. Pt was scheduled for lead revision on (B)(6) 2012. Old rv lead was removed, new lead was placed in rv. Lead was attached to ppm and same issue occurred. No sensing and no capture. It was then determined that the ppm was defective. A new ppm was then attached to leads and the ppm system tested normally. Physician disclosed device failure to pt. Pt returned to cardiac floor in stable condition. Discharge diagnosis sick sinus syndrome, status post successful placement of a dual chamber boston scientific pacemaker on (B)(6) 2012, with adequate atrial and ventricular sensing and pacing parameters. Status post lead revision and device extraction and replacement on (B)(6) 2012, secondary to ventricular lead, later appearing to be malfunctioning. The pt is a pleasant (B)(6) gentleman, who came to the hosp on (B)(6) 2012, secondary to sick sinus syndrome. He went to the ep lab and had a successful placement of a dual-chamber boston scientific pacemaker. The pt¿s device interrogation on (B)(6) 2012, was consistent with v lead displacement, therefore his discharge was delayed for planned lead revision on (B)(6) 2012. The pt was taken back to the ep lab on (B)(6) 2012 and had a successful ventricular lead revision pacer replacement. Please see the dictated report for further details of this procedure. The pt has been doing well, since his procedure and denies any chest pain, shortness of breath, or any other new or worsening symptoms. His device interrogation today reveals the device is functioning within normal limits. His chest x-ray is negative for pneumothorax and his pacemaker site is dry and intact without evidence of hematoma or signs or symptoms infection. Dates of use: 2 days ¿ (B)(6) 2012. Reason for use: permanent pacemaker.